Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump emitted an alert that the maximum total daily dose of insulin had been delivered for the day, and insulin delivery was stopped; however, the user indicated that the amount of insulin set for the maximum total daily dose had not yet been delivered for that day. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue could lead to a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/07/2017 with the following findings: the pump was returned with the maximum daily delivery set to 60.0 units. A review of the black box showed an unexplained reboot occurred at 16:44 on (B)(6) 2017; when the pump was powered back on, the time and date was set to 00:10 (B)(6) 2017. The black box indicated several ¿exceeds maximum total daily dose limit¿ warning beginning at 21:00 (B)(6) 2017, which was due to the time having been set incorrectly. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The complaint could not be confirmed or duplicated on investigation; investigation revealed that the issue was associated with use error in setting the time incorrectly after a reboot.